Manufacturer narrative:
Patient city: (B)(6) patient country: switzerland request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in switzerland. The patient reported that the infusion set tape came off directly after insertion and did not properly stick on (B)(6) 2026. No further information available.